Event description:
Lilly case ID: (B)(6). This regulatory authority case, reported by a nurse, concerns an unknown patient. Medical history and concomitant medications were not reported. The patient received an unknown product (unknown dosing regimen, route, indication for use and start date) via humapen luxura (champagne body type). On (B)(6) 2015 the patient was admitted to the hospital for hyperglycemia (no lab value provided). The hospital admission was considered serious for required intervention by the company. It was reported that the cause of the hyperglycemia was suspected intermittent malfunction of the humapen luxura which was described as sticking. No additional information or treatment measures were reported. The event outcome was unknown. Use of the suspect humapen luxura was discontinued. This report included a suspect humapen luxura device. Device operator, training status, general and specific device duration of were not reported. The suspect humapen luxura was checked and removed. The patient was provided new unspecified insulin and insulin pen. Return status was not provided. The reporting nurse did not offer a statement of causality. Update (B)(6) 2015: upon review, this case was opened to update the medwatch fields for regulatory reporting

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a nurse reported on behalf of a patient reported that the patient's humapen luxura device was "sticking." She experienced hyperglycemia. Investigation of the returned device (batch 0812b03, manufactured december 2008) found that the injection screw was broken. Tool marks present on the injection screw indicate the damage occurred in the field. A functional assessment could not be performed. A broken injection screw renders the device unusable. The user manual instructs to not use the device if it appears broken or damaged and to contact lilly or your healthcare professional for a replacement pen. There is evidence of improper use. The tool marks on the device occurred while in the field (not related to the manufacturing process).

Event description:
(B)(4). This regulatory authority case, reported by a nurse, concerns an unknown patient. Medical history and concomitant medications were not reported. The patient received an unknown product (unknown dosing regimen, route, indication for use and start date) via humapen luxura (champagne body type). On (B)(6) 2015 the patient was admitted to the hospital for hyperglycemia (no lab value provided). The hospital admission was considered serious for required intervention by the company. It was reported that the cause of the hyperglycemia was suspected intermittent malfunction of the humapen luxura which was described as sticking. No additional information or treatment measures were reported. The event outcome was unknown. Use of the suspect humapen luxura was discontinued. This report included a suspect humapen luxura device. Device operator, training status, general and specific device duration of were not reported. The suspect humapen luxura was checked and removed. The patient was provided new unspecified insulin and insulin pen. The device was returned on 24jul2015. The reporting nurse did not offer a statement of causality. Update 10jul2015: upon review, this case was opened to update the medwatch fields for regulatory reporting. Update 20aug2015: additional information received on 20aug2015 from the global product complaint database added the device specific safety summary, manufactured date of the device, and return date of the device; updated the improper use and storage to yes; updated the malfunction field to yes/not cirm; updated the EU/ca and medwatch fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.